Manufacturer narrative:
The lot number was reviewed for complaint trend, nonconforming report and CAPA. Devices met specification prior to release and no trends were noted. The device has been received at coloplast; however the evaluation is not yet complete. Without the benefit of examination and testing, coloplast is precluded from commenting on the condition of the device or the cause of the occurrence. Once our evaluation is complete, a follow-up report will be submitted.

Event description:
According to the available information, a hole was noted from the pump to the cylinders near the strain relief. The "reservior" was left in situ. The cylinders and pump were removed by cutting the tubing. Another inflatable penile prosthesis was implanted.

Manufacturer narrative:
This follow-up was created to document the conclusion of the investigation. A titan touch pump and two cylinders were received for evaluation. Examination and testing of the returned components revealed a separation in the exhaust tube at the tube/strain relief junction of cylinder 1. Testing revealed this to be a site of leakage. Microscopic examination revealed a small area of abrasion adjacent to the separation in the exhaust tube of cylinder 1. The presence of surface abrasion was noted on both pump exhaust tubes and pump inlet tube, as well as on the exhaust tubing of cylinder 2. No abnormalities were noted with the pump or cylinder 2. Based on examination of the returned product, it was concluded that the abrasion marks noted on all pump tubing indicated that they had overlapped and abraded against each other. This positioning then most likely caused the exhaust tube of cylinder 1 to kink onto itself for a period of time, resulting in a separation in the tubing. A separation of this type would then allow the loss of fluid, making the device inoperable. A review of the device history record confirmed the devices from this lot met all specifications prior to release. A review of the complaint history database revealed no trends for this lot. Review of non-conforming reports revealed no non-conformances for this lot. No capas are associated with this lot.